Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During follow-up, migration was noted on the device. No intervention has been performed at this time and the device will continue to be monitored. The patient was in stable condition.